Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r40c80, and no non-conformances were identified. The following information was requested, but unavailable: were the clips malformed? How was the procedure completed?

Event description:
During a procedure during the use of the material by the attending physician, the clips did not work and in particular they did not close properly (would not approach each other) on the tissue. Procedure: unknown.

Manufacturer narrative:
(B)(4). Batch # r93k1h device analysis: the analysis results found that the er320 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 11 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device r93k1h batch number, and no non-conformances were identified.